Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently to the emergency room. The CT revealed evidence of a proximal type I endoleak, however, the stent graft has not migrated. The physician decided to model the proximal part of the stent graft with a balloon and implanted an endurant aortic cuff proximal to the bifurcate stent graft. The endurant aortic cuff covered the renal arteries in order to obtain a seal and resolve the proximal type I endoleak. It was reported that the following day the patient had renal failure and will be on dialysis. The exact cause of the proximal type I endoleak is unknown; however, the physician believes it is due to aortic neck dilatation. The cause of the renal failure is due the physician intentionally covering the renal arteries with the endurant aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.